Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. However, it was noted that the returned device indicated the set screw was found in the connector bore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure there was a setscrew issue with the device header. The physician had tried to tighten the setscrew a couple of times on the existing lead and then realized that the screw was visible in the bore. The physician then attempted to retract the setscrew unsuccessfully. It was noted that two wrench kits were broken in the process of trying to back the screw out of the bore. The device was not used and a different device was implanted instead. No patient complications have been reported as a result of this event.